Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip applier misfired into the patient, then jammed. The doctor had to locate the missing staples in the patient. A new device with a different lot number was opened for use.